Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Two open boxes were received for analysis. Product code vcp345h. Upon the visual inspection of the received boxes, it was found that each box contained only thirty-five foil packets instead of thirty-six. Upon visual inspection, each box contained only thirty-five foil packets instead of thirty-six. This product requires thirty-six packages per box. In addition, it was noted that the tab dispenser was removed from the boxes. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: please confirm if 70 devices will be returned for analysis. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. Contacted with the sales rep today via phone, please refer to event description and device returned, other information requested is unknown. Additional information was received but awaiting translation.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, it was reported that our distributor: china national pharmaceutical group xinjiang xinte pharmaceutical co., ltd did incoming goods checking, there was one package of product less than expected in the box when just opened . There should be thirty-six package of products in the box, but actually there were only thirty-five package of products. Changed another one to check, the same problem happened. No additional information could be provided. Upon the visual inspection of the received boxes, it was found that each box contained only thirty-five foil packets instead of thirty-six. Upon visual inspection, each box contained only thirty-five foil packets instead of thirty-six. This product requires thirty-six packages per box. In addition, it was noted that the tab dispenser was removed from the boxes.there were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was received: hospital name is the (B)(6).

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h3 investigation summary reported in initial mw : the product was returned to ethicon for evaluation. One open box was received for analysis. Product code vcp345h. Upon the visual inspection of the received box, it was found that contained only thirty-five foil packets instead of thirty-six. This product requires thirty-six packages per box. In addition, it was noted that the tab dispenser was removed from the boxes. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.